Manufacturer narrative:
H10: as the lot number for the device was provided, a lot history review was performed. The device was not returned to the manufacturer for evaluation/inspection. Inspection of the returned device confirmed the alleged fracture of the device. Based on the available information, the definitive root cause is unknown. The device is labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 7360000 implantable port allegedly experienced fracture. This information was received from one source. The event involved a patient with no known impact to the patient. The 77 year old male patient was 180 lbs.

Manufacturer narrative:
As the lot number for the device was provided, a lot history review will be performed. The sample was returned to the manufacturer for inspection/evaluation. The company is still investigating the issue at this time.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 7360000 implantable port allegedly experienced fracture. This information was received from one source. The event involved a patient with no known impact to the patient. The (B)(6) male patient was (B)(6) .